Event description:
It was reported that the device failed to detect the patient connection and kept alarming the operator to place the electrodes on the patient. The patient was found collapsed on a train and the defibrillator was retrieved to the scene within five minutes. The first responders that arrived at the scene immediately started CPR on the patient. The patient was not resuscitated. There were no further details on the event and/or the patient provided. Physio-control's clinical review of the reported event determined that there is insufficient data available to determine the impact of the device use on the patient outcome. The patient's ECG rhythm is unknown and the connect electrodes message can occur due to various circumstances such as prolonged downtime that could result in an out of range patient impedance; inadequate skin preparation or dried electrodes.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify or duplicate the reported problem after extensive device testing. Proper device operation was observed through functional and performance testing. Physio evaluated the device event record impedance log and found that there was no electrical connection to the patient at any time. The cause for the connect electrodes message was due to a lack of electrical connection between the patient and the device. However, a conclusive cause for the event was not determined. A replacement device was provided to the customer.